Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The 75% stenosed lesion was located in the calcified and moderately tortuous left anterior descending coronary artery. The physician deployed another MFR's stent and post-dilated with a quantum maverick mr balloon catheter 15 x 3.5 mm, however, after the third inflation, the balloon burst at 20 atms. The procedure was completed with another of the same device. No pt complications were reported. The pt's condition post procedure was noted as "no problem."

Manufacturer narrative:
(B)(4).